Event description:
An attempt was made to use an endeavor sprint rapid exchange (rx) coronary stent sys diameter 3mm length 15mm to treat a lesion in the rca by direct stenting. Pressure was reached to 10 atm but could not be raised any further. Malfunction of sds was suspected and it was removed. The stent was reported to have deployed insufficiently. A non-medtronic balloon was used to post-dilate the stent. An attempt was made to inflate the sds in vitro once removed but a leak from the shaft was noted. No health hazard was caused to the pt.

Event description:
Evaluation summary: there was a hardened, crystallized substance present inside the inflation lumen and balloon. The balloon had been inflated and the stent was not present. The device was pressurized and a small radial leak point was noted on the inflation lumen shaft, approximately 17cm proximal to the balloon bond.

Manufacturer narrative:
(B)(4): eval, results: other (based on the info provided no root cause can be determined). Eval, conclusion: (based on the info provided no root cause can be determined).